Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong nxt clearvue catheter were returned for evaluation. An initial visual observation of the photograph and video showed a groshong nxt clearvue catheter inserted in a patient. Drops of clear liquid were observed flowing out of the catheter tubing. Due to the quality of the returned photograph and video, details of the damage to the catheter tubing could not be discerned. There were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during maintenance of a groshong PICC line, a pinhole leak was detected in the catheter. External leakage, slight redness, xiliaotuo ointment applied. Catheter repaired, under observation. No further information was provided.